Manufacturer narrative:
In absence of the defective device and the batch number, it was not possible to perform a review of the batch record and a deeper expertise of the defect by the quality control lab. Consequently, the root cause of this complaint could not been precisely determined. However, all polysite ports undergoes the following controls all along the production operations: the sealing of the port-catheter-connection ring assembly is verified on 100% of the devices manufactured by injecting air at the pressure of 2.2 bar +/- 0.2 bar for 1 minute. Alteration of the catheter or connecting ring would most likely have led to a leakage and would have been detected. Regarding the phenomenon of separation of the catheter from the port, a potential root cause would be a bad connection of the catheter at the time of implantation. Unfortunately, the following information (venous access routes, implantation report, copy x-ray implantation, copy x-ray event), are not available in the notification summary transmitted. No additional information has been provided to us. So it is not possible to confirm this hypothesis and to precisely identify the origin of the incident reported. Furthermore, the different steps for the fixation of the catheter on the implantable port are precisely described in the instruction for use (IFU) of polysite ports (section IV-c: port insertion procedure of polysite pressure injectable implantable infusion port - IFU# (B)(4) and section IV-c: port insertion procedure of polysite implantable infusion port - IFU# (B)(4)). Pressure injectable infusion port or implantable infusion port. Because the product code and the batch number are unknown, the complete UDI is not available.

Event description:
According to the medwatch (mw504737) "catheter port separation went to remove port and the connector was not attached. However, port catheter and connector were successfully removed without incident". The information has been received from the distributor teleflex on (B)(6) 2019 at perouse medical.